Manufacturer narrative:
Zoll has not received the autopulse li-ion battery in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the customer reported the fully charged autopulse li-ion batteries (sn (B)(4), (B)(4) and (B)(4) function as intended in the multi-chemistry charger but fail to power on the autopulse platform. The status leds on the batteries illuminate 4 green lights. The customer did not have a spare platform for him to test the batteries. No patient involvement. Please see the following related MFR report: MFR # (B)(4) for the autopulse li-ion battery (sn (B)(4). MFR # (B)(4) for the autopulse li-ion battery (sn (B)(4).